Manufacturer narrative:
(B)(4). (B)(6). Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the plastic part of the impactor is fractured and discolored. There was no patient involvement.

Event description:
It was reported that the plastic part of the impactor is damaged and discolored. There was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned instrument shows that the impactor pad is discolored and displays signs of use (scratches and small cracks) that can be seen on the surface. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.